Manufacturer narrative:
UDI - not required for the reported product code/lot number combination. (B)(6). Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. (B)(4). The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of user facility information and retention samples of the involved product code/lot number combination. Visual inspection revealed no defects. Functional testing could not reproduce the reported complaint. A review of the lot history file was conducted with no relevant findings. Prior shipments, qc conducts outgoing inspections and testing to assure the compliant lot passed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer

Event description:
The user facility reported catheter breakage on the survet IV catheter. Follow up communication with the user facility confirmed the following information: while an IV was being removed from the animal patient it was cut with bandage scissors in error; the customer contacted terumo in attempt to obtain information about locating the catheter in the vein and confirmed product is radio-opaque; it was reported that the animal patient is stable and in recovery. Additional information was reported on 1/18/2017: surgical intervention was performed, resulting in successful removal of catheter. The vet tech reported she was not present in the case but was aware of the detail and outcome. She stated they were able to locate the cut catheter portion during x-ray, located approximately 2 inches from entry site. They performed surgical intervention and successfully removed the catheter portion from the vein. They sutured the surgical site and dog recovered very well. The vet tech reported that the patient (small female lab) was very energetic the following day and has no issues post-surgery.